Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was not verified. The device was tested for downstream occlusion detection and passed. A review of the event history log identified multiple downstream occlusion alarms, however the event history log cannot be used to differentiate between a false and true alarm. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. The reported event was discovered during testing in the biomed service. There was no patient involvement. No additional information is available.